Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported an elevated cardiac troponin I (tni) patient result was obtained on a dimension exl with lm instrument. Siemens headquarters support center (hsc) concluded the investigation of the event. Review of the instrument data logs did not indicate any instrument malfunctions during the time of testing. The sample aspiration profile for the samples processed under the sample ID (B)(6) was atypical. The data is consistent with the issue being caused by sample handling/integrity however this cannot be confirmed with available data. The cause of the event is unknown. The customer has communicated no additional discrepant sample results to siemens. No product problem was identified. The instrument is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s) and questioned. A new sample was processed the same day on the same instrument and a lower correct result was obtained. The original patient sample was reprocessed the same day on the same instrument and a lower result was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated tni result.